Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure performed on an unknown date. According to the complainant, the adrenaline needle snapped. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.